Event description:
It was reported that after replacing the circulation pump the arctic sun device failed calibration error 02. Per review of wo notes, they determined during functional testing that the device heats and cool as normal with no issues. It was recommended to re-run calibration and make sure they enters all parameters correctly while performing calibration. They would call back if they had any other issues. Per additional information received via mail on 16jan2026, the biomed would now like a quote for a 2k hour service and loaner after attempting to replace the pump with a parts source (non bd) part. Per sample evaluation results received via task on 31mar2026, it was reported that the device was beeping when power switch is closed. Both green and black wires coming from ac breaker to power circuit card are damaged and have exposed wire. Back panel sn label was missing. During repair, tank seals were found worn or torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.